Event description:
Pt, got hold of the customer's 3m littmann select stethoscope and was able to remove the eartips. The pt allegedly inserted the stethoscope's earthtubes into their ears far enough to cause damage to their right ear. The pt was treated in an e.r. For a perforated ear drum and was prescribed floxin otic solution 0.3% and cephalexin antibiotic, 5 ml. The customer reported that the pt was examined by an ear nose and throat physician in 2005 and had surgery to repair the ear drum two days later.